Manufacturer narrative:
D9 - date returned to mfg: 7/12/2025. The suspected device was returned for evaluation. The event history log (ehl) was reviewed. The device was visually inspected and the downstream occlusion seal was degraded. A functional test was performed and the reported issue was not confirmed. The cause of the reported issue was due unknown. As a result, the downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had error code 41627, which typically indicates a potential upstream occlusion. There was no patient involvement.